Event description:
An adult female, who is also a nurse, undergoing surgery as a pt, presented with "hives" while being monitored with a welch allyn adult soft disposable flexiport blood pressure cuff. The pt was having her blood pressure measured for surgery for approx 2.5 hours during a surgical procedure, and within an hour after surgery she had noticed hives that required IV benadryl. The pt (complainant) did not provide any pt demographics.

Manufacturer narrative:
A pt was getting her blood pressure taken for surgery and the cuff was left on for approx 2.5 hours. The pt states that within an hour she had noticed hives. The pt stated that the bp cuff and tubing were discarded by the facility, and will not be returned to welch allyn for eval. The flexiport reusable cuff, port and tubing meet all applicable toxicology and biocompatibility standards. However, welch allyn had decided, in an abundance of caution, to report this event due to the medical intervention of IV benadryl.